Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the system incurred a fault and then the image flipped. The surgeon experienced non-intuitive motion. The site undocked and power cycled the system. Intuitive motion returned and the site moved forward with the case. The site did not document the fault, and the system logs were not available. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer to learn that after the site rebooted the system, the fault cleared, and the system had intuitive motion back. They proceeded on with the case without any issues to report. No site visit was required. Isi has not received the 30-degree endoscope for evaluation.